Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was over 600 mg/dl at the time of incident. Customer's father stated that the blood glucose was 298 mg/dl. The event was anticipated. The customer treated with insulin pump. Troubleshooting was done for high blood glucose. The product will not be return for analysis.